Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the transmission revealed possible myopotential oversensing on the ventricular channel. Programming changes were recommended.